Manufacturer narrative:
(B)(4). Batch # p93g8n. Investigation summary: the device was returned with no apparent damage. The device was connected and tested on a gen11. The device was disassembled and it was found that there was a cracked internal component. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.